Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, functional testing and battery testing were performed. During testing a low battery alarm occurred. The cause of the alarm was a low battery. The battery was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician experienced low battery alarm on a flogard infusion pump. There was no patient involvement. Additional information is not available.